Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned treatment procedure was delayed as the patient was moved to another room to complete the procedure. No on-site work was performed by philips as the customer asked a third-party subcontractor service to repair the system and they confirmed that the reported issue was caused due to a defective flat detector controller. (Fdc) the issue was solved by the third-party subcontractor service by replacing the fdc. After service by the third-party contractor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed no image after emitting x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.